Event description:
There was an allegation of questionable elecsys cmv igg results with a patient sample tested on a cobas e 801 analytical unit. On (B)(6) 2025: the result was non-reactive. On (B)(6) 2025: the result was 235 u/ml (reactive).

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined the issue was due to pre-analytical handling issues at the customer site, with the most likely cause being the handling of samples at the collection points, as well as an issue with individual tubes, which has now been addressed. Correct pre-analytic sample handling is within the customer's responsibility. No product problem was identified.